Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference regulatory number: 3006705815-2019-03446).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a csf leak during procedure that occurred on (B)(6) 2019. In turn, surgical intervention was undertaken on (B)(6) 2019, wherein the csf lead was repaired. Reportedly, effective therapy restored, and patient is stable and recovering.